Manufacturer narrative:
The customer¿s report of bulge/balloon in the silicone segment below the upper fitment was confirmed. Visual inspection observed that the silicone segment tubing had a balloon, discoloration, and was weakened just below the upper fitment. Functional testing was unable to replicate the ballooning. The root cause of the ballooning silicone segment could not be determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an infusion of d51/2 ns at 25cc/hr. Was infusing for 2 hours when the user noticed a bulge in the silicone segment. There was no report of patient harm.